Event description:
Lead management case to extract two cardiac leads due to valvular endocarditis. The patient was undergoing a pulmonary valve replacement concomitantly with the lead extraction so the patient was prepped with the CT surgeon performing a sternotomy. The ep had started the lead extraction and was lasing with the sls and using the outer sheath to manually dissect the 0181 rv lead (implanted 7 years) for removal. A transient decrease in blood pressure was noted and a pericardial effusion was visualized. Since the patient already had an open sternotomy in anticipation of the valve replacement, an innominate/svc tear was discovered; the remainder of the leads were dissected and removed manually before repairing the tear. The patient survived the intervention.